Event description:
A family member reported that the customer had a low blood glucose event, the customer's reading at 48 mg/dl. The family member reported that paramedics administered sugar to the customer; the customer was not hospitalized. The family member believed lantis was still active in the customer's body. Troubleshooting on the insulin pump could not be completed because the customer was still connected to it during the phone call with the helpline. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.